Event description:
It was reported the programmer could not interrogate a pacemaker device. It was recommended that a different programmer head be tried to interrogate devices, and if not, then to return the programmer for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.